Event description:
Boston scientific received information that the patient implanted with this device system was presented to the hospital in a ventricular tachycardia (vt), with a rate of 160. This rate fell into the monitor only (mo) zone. The patient's physician paced the patient out of the vt and reprogrammed therapy on in that zone. The patient was reportedly pacer dependent. The atrial port of the device was plugged. The left ventricular (lv) lead was tested and was found to have complete loss of capture (loc) at maximum outputs in all configurations. Impedance measurements were greater than 2,000 ohms in tip to coil and ring to coil configurations. The right ventricular (rv) lead was functioning appropriately. A revision procedure was performed. The lv lead was explanted and the device was replaced without complication. No adverse patient effects reported during the procedure. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.